Manufacturer narrative:
On 6/6/2021 the customer reported: 1. Nordlys: (B)(6) - adverse reaction reported to sales, "small hole through the patient's nose where she was treated for veins." 2. There is an open wo for a sw upgrade. Follow up information adds: customer reported to candela sales employee that a female patient had a "small hole through the patient's nose" where she was treated with nd: yag on the nordlys "for veins." A post treatment photo of the patient's nose was received indicating an injury. Candela is unable to determine the type or extent of tissue damage based on the available photo. There is no visible physical "hole" in the patient skin apparent from the photo. Additional information has been requested. On 6/17/2021 candela fse evaluated the device and the problem observed was: 1) fse did not observe any over spec energy out of available applicators (pr530 & vl555) 2) current software : g11.3.2 / hwif version:e09.0.4. Upgrade to g12 needed. Action: measured energy out of applicators. Found both were below spec. (Pr 530 4.2 default, 6.2j max. And vl555 8.2j max)- upgraded sw to g12.2.0. Ensured pdm is removed after upgrade. Hwif: f10.1.1. Upgraded sw to g12.2.0. Ensured pdm is removed after upgrade. Hwif: f10.1.1. Once the software upgrade was completed, the device was confirmed as being within specification by the field service engineer. The nordlys user manual (agile # 1man8549 rev. A01) states that the most common acute reactions were reported to be blanching, erythema, edema, darkening of the vessel, bruising, and swelling. More rare reactions were purpura, edematous papules, superficial erosions, and crusting. Therefore, the cause for this event is known inherent risk of device indicating that the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). Based upon evaluation by the fse, the system would not have contributed to the reported event. The reported adverse event is known as a potential side effect, per candela labeling, risk management & clinical documents. No further corrective actions are required for this complaint at this time. Risk information is subject to periodic risk reviews and trend tracking. No new hazards, hazardous situations, or changes in severity were noted related to this complaint.

Event description:
A post treatment photo of the patient's nose was received indicating an injury. Candela is unable to determine the type or extent of tissue damage based on the available photo. There is no visible physical "hole" in the patient skin apparent from the photo. Additional information has been requested and not yet received. If additional information is obtained a supplemental report will be filed at that time.

Manufacturer narrative:
A field service engineer evaluated device on 6/17/2021. No over specification energy observed. Energy was measured out of applicators, both were found "a bit below spec." Attempts are being made to contact the clinic site in order to gather additional information. A minimum of 3 attempts will be made to collect additional information. (B)(4). A supplemental MDR will be submitted upon receipt of new and/or relevant information.

Event description:
On (B)(6) 2021, according to the reporter a patient being treated with the candela nordlys device, serial number (B)(4), for veins on the nose developed a "small hole." Attempts to collect additional information are in process, but no information has been received to date.